Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports she stripped her peristomal skin at 300 oclock approximately the size of a dime. She noted a small amount of bleeding from the area but once the bleeding stopped there has been no further bleeding or drainage from the area. She does experience itching from the area. She usually changes her pouch every 4-5 days but she had to change her pouch in 3-4 days due to leakage at which time she stripped her peristomal skin at 300 oclock. Instructed on crusting with sh powder and protective barrier wipes or water.